Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the reported complaint, but fa was able to confirm the complaint via system logs. The unit energized and cauterized and all ports recognized instruments. During visual inspection, fa found the heat sink paint was starting to fade. The unit has no significant scratches or dents. The front bezel was in decent condition. Potential root cause for this issue is c-00 error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported to technical service engineer (tse) about the cautery not working. The erbe unit displayed error c-34, indicating an internal failure on the erbe unit. Tse suggested customer could swap to the vsc from the other system to continue the procedure. The remote connections to the system were not established and tse could not verify for the customer that the system was at the same software level. Tse recommended ensuring the systems were at the same software before swapping. The procedure was converted to another da vinci system with no reported injury.